Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, device malfunction, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. Results: the jet7 was fractured approximately 129.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed the fracture on its distal end. This damage typically occurs due to retraction of the device against resistance. If the device is forcefully retracted against resistance, the device may stretch and eventually fracture. Based on the reported event, the root cause of the event could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a neuron max (neuron max), and a guidewire. During the procedure, one pass was attempted with the jet7, using a direct aspiration first pass technique (adapt) but was unsuccessful. The jet7 was then retracted into the distal internal carotid artery (ica) before being re-advanced to make another pass. After re-introducing the jet7, it remained in the m1 for two minutes before pulling back the jet7 under aspiration. At this point, the clot was reported to have moved more distal and a vasospasm occurred. The cause of the vasospasm is unknown. The patient was administered 10 mg of verapamil and the vasospasm resolved. Next, the physician tracked the same jet7 back up to the m1 for a third pass. As the jet7 was retracted under aspiration, the physician observed blood flow in the aspiration tubing (tubing). A follow-up angiogram of the left distal ica and mca revealed that the distal tip of the jet7 had broken off and had lodged in the distal pseudoaneurysm, which was actively hemorrhaging. Therefore, the physician decided to terminate the procedure without making any attempts to retrieve the broken tip. It was reported that the hemorrhage did not resolve, and the patient expired the following day. The relationship between the jet7 break and the patient's death is unknown. The cause of the patient¿s death is unknown.